Event description:
The customer reported that during a panprocto-colectomy, the knife blade of the device became bent and would not move. The blade was protruding from the jaws of the device. Another device was used to complete the procedure, and there was no harm to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.